Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the event of a type 3b endoleak of the proximal extension. Clinical also identified sac growth of 18.5 mm during review of the post index computed tomography (CT) scan and the operative report. These events are most likely device related due to the use of the strata material. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well post secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. D2: common device name has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D11: concomitant medical products and therapy dates has been updated. H4: device manufacture date has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented with an unknown device failure. The physician elected to treat the patient by relining with a bifurcated afx2 and suprarenal afx device on (B)(6) 2019. The patient was reportedly doing well. As of date, there have been no additional patient sequelae reported. Additional information: clinical assessment identified a type 3b endoleak of the proximal extension and sac growth of 18.5 mm.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, the patient presented with an unknown device failure. The physician elected to treat the patient by relining with a bifurcated afx2 and suprarenal afx device on (B)(6) 2019. The patient was reportedly doing well. As of date, there have been no additional patient sequelae reported.